Event description:
The customer called to report a max delivery alarm on the insulin pump. During the call, the customer experienced low blod glucose levels. The paramedics were called to her home and the customer was treated for low blood glucose levels. Troubleshooting confirmed that the insulin pump had low reservoir and no reservoir alarms, but no max delivery alarms were found in the alarm history.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No max delivery alarms were noted.